Event description:
A malfunction alarm was reported, identified by the code malf 9. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. Customer was instructed to continue using the pump and to call back if the issue reappeared, which was acknowledged and understood.